Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 599 mg/dl; cause was unknown. Bg was addressed via a (correction bolus/ manual injections/ etc). The customer was instructed to consult with their healthcare provider regarding bg level.

Event description:
Additionally, the customer experienced moderate ketones. Bg was addressed via manual injections.